Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The patient was not able to use the device. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. There were no adverse events to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). The patient was not able to use the device. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and recurring incontinence could not be confirmed through product analysis. However, the reported patient symptom of incontinence is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use (IFU). Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. Visual and microscopic inspection of the cuff did not identify any anomalies. Leak testing did not identify any leaks. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device IFU. Urinary incontinence is listed in the IFU as a potential adverse event associated with implant of this device. Inspection of the remainder of the device did not reveal any irregularities that would affect the functionality of the cuff. Visual and microscopic inspection of the pump did not identify any abnormalities. Upon functional testing, the pump performed within specification. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.